Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that scratches on the insulin pump's screen affected the visibility. The scratches on the screen made it difficult to read in some spots. Insulin was squirting during priming rather than slowing drip. The buttons were harder to press. Customer's blood glucose level was not reported. The device was not returned.